Event description:
It was reported that this patient with implantable cardioverter defibrillator (ICD) device, exhibited chronic premature ventricular contractions leading to arrhythmias, resulting in a electric shock. Residual energy post shock resulted in cross-talk from ap over-sensed on the right ventricular channel, resulting in pacing inhibition. A technical service (ts) consultant reviewed the available device date, and recommended programming options. The device remains implanted. No adverse patient effects were reported.